Event description:
On (B)(6) 2025, a 73-year-old female inpatient with a past medical history of chronic kidney disease was taken to the cardiac catheterization laboratory due to worsening shock. Cardiac catheterization revealed severe multivessel coronary artery disease with an occluded left anterior descending coronary artery. Percutaneous coronary intervention of the left main coronary artery, left anterior descending coronary artery, and left circumflex coronary artery was completed with an impella device in place for mechanical circulatory support. The patient was transferred to the intensive care unit for recovery with a plan to transfer to a tertiary medical center due to critical illness. Groin oozing was treated with pressure applied. The patient was subsequently noted to have fixed and dilated pupils. After discussion with the family, the decision was made to withdraw care, and the patient subsequently expired. The death is most likely related to the patient¿s underlying medical condition and the decision to withdraw life-sustaining treatment, yet will be conservatively coded to the impella device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information indicates " patient did not have 5.5 and was never transferred to (B)(6). Family withdrew care and patient passed at (B)(6)."

Manufacturer narrative:
Additional information has been provided in b5.